Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311),b21 - type of investigation not yet determined,c21 - results pending completion of investigation,d16 - conclusion not yet available. Additional information: device eval by manufacturer? Reason code for no evaluation. If other specify. Imdrf a,g,b,c,d codes.

Event description:
It was reported that a 100ml insulin bag was programed to infuse at a rate of 0.9ml per hour on a patient admitted for diabetic ketoacidosis (dka). However, insulin bag was found empty in approximately 20 minutes and the pump module stated 0.28ml was infused. It was noted that the clinicians double checked the insulin order and settings on the pump before beginning the infusion at 0316. At approximately 0335, the clinician noticed the insulin bag was empty along with air in the IV tubing past the air sensor chamber of the pump channel c (insulin). The patient received 0.28 units according to the pump history. The channel was removed and tagged unusable. Patient's blood sugar was checked and the blood was drawn for laboratory testing. The blood glucose level at 0345 was 321mg/dl. The event resulted in a decrease (130mg/dl) in blood glucose level in the first hour after the error was found. The patient's blood sugar continued to decrease steadily for the next few hours. There were no additional medications given. The dka "two bag system" was paused for many hours while every15-minute blood glucose tests were done from 0315-0630 following physician's new orders. The patient tolerated the bolus of insulin with no adverse effects other than increased pain from numerous additional blood glucose checks and the initial 130mg/dl decrease. Patient's blood glucose and vital signs remained stable. There was patient involvement and per customer, there were no adverse reactions noted.

Manufacturer narrative:
Correction : imdrf annex g codes. Omit : g02001 - antenna.

Event description:
It was reported that a 100ml insulin bag was programed to infuse at a rate of 0.9ml per hour on a patient admitted for diabetic ketoacidosis (dka). However, insulin bag was found empty in approximately 20 minutes and the pump module stated 0.28ml was infused. It was noted that the clinicians double checked the insulin order and settings on the pump before beginning the infusion at 0316. At approximately 0335, the clinician noticed the insulin bag was empty along with air in the IV tubing past the air sensor chamber of the pump channel c (insulin). The patient received 0.28 units according to the pump history. The channel was removed and tagged unusable. Patient's blood sugar was checked and the blood was drawn for laboratory testing. The blood glucose level at 0345 was 321mg/dl. The event resulted in a decrease (130mg/dl) in blood glucose level in the first hour after the error was found. The patient's blood sugar continued to decrease steadily for the next few hours. There were no additional medications given. The dka "two bag system" was paused for many hours while every15-minute blood glucose tests were done from 0315-0630 following physician's new orders. The patient tolerated the bolus of insulin with no adverse effects other than increased pain from numerous additional blood glucose checks and the initial 130mg/dl decrease. Patient's blood glucose and vital signs remained stable. There was patient involvement and per customer, there were no adverse reactions noted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A follow up report will be submitted once the failure investigation has been completed. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a 100ml insulin bag was programed to infuse at a rate of 0.9ml per hour on a patient admitted for diabetic ketoacidosis (dka). However, insulin bag was found empty in approximately 20 minutes and the pump module stated 0.28ml was infused. It was noted that the clinicians double checked the insulin order and settings on the pump before beginning the infusion at 0316. At approximately 0335, the clinician noticed the insulin bag was empty along with air in the IV tubing past the air sensor chamber of the pump channel c (insulin). The patient received 0.28 units according to the pump history. The channel was removed and tagged unusable. Patient's blood sugar was checked and the blood was drawn for laboratory testing. The blood glucose level at 0345 was 321mg/dl. The event resulted in a decrease (130mg/dl) in blood glucose level in the first hour after the error was found. The patient's blood sugar continued to decrease steadily for the next few hours. There were no additional medications given. The dka "two bag system" was paused for many hours while every15-minute blood glucose tests were done from 0315-0630 following physician's new orders. The patient tolerated the bolus of insulin with no adverse effects other than increased pain from numerous additional blood glucose checks and the initial 130mg/dl decrease. Patient's blood glucose and vital signs remained stable. There was patient involvement and per customer, there were no adverse reactions noted.